Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially, it was reported that the carto 3 system displayed "high" force during ablation. The catheter was rezeroed without resolution. To troubleshoot, the cable was replaced without resolution. The catheter was not inside the sheath. The catheter was replaced. The issue was resolved and the procedure was continued. There was no patient consequence reported. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-aug-2022, there was reddish material inside the pebax. A sem (scanning electron microscope) study was performed and mechanical damage and a hole was observed on the pebax surface. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 18-aug-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-aug-2022. The device evaluation was completed on 18-aug-2022. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, sem analysis, and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed reddish material inside the pebax. A sem (scanning electron microscope) study was performed and mechanical damage and a hole was observed on the pebax surface. A screening test was performed and the device was visualized and recognized correctly. However, the force vector was observed inverted and hi force was displayed. Since the sensor values were found within specifications, this issue could be related to the reddish material inside the pebax. However, the root cause of the damage on the pebax could not be determined, but it was concluded that it occurred outside the biosense webster, inc. Manufacturing facilities. A manufacturing record evaluation was performed for the finished device 30807850l, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).